Manufacturer narrative:
Extension model unknown serial# unknown implanted: unk explanted: unk; extension model unknown serial# unknown implanted: unk explanted; carrier model unknown lot# unknown.

Event description:
It was reported that during an implant the physician was tunneling in the neck with two extensions, when the tunneler/carrier nicked a jugular vein and caused a jugular bleed. The patient outcome was not reported. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had recovered. No interventions were necessary other than holding pressure during the surgery and observation in the hospital.